Event description:
Patient reported that the lancet carrier is not fully retracting inside of the device, resulting in the lancet protruding from the end-cap. While manually trying to remove the lancet from its carrier, patient accidentlly stuck her finger. No treatment was required, as patient was using a sterile lancet. Technical support requested the return of the suspect product and replacement product was shipped.